Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnosis was performed and revealed the t12 lead had high impedances. Reprogramming attempts were unsuccessful at restoring therapy on the t12, l1, and s1 leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the 3 leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates, x-ray imaging confirmed the impeded lead (t12) experienced multiple fractures.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.